Event description:
In jan 2004, the customer tested a patient serum sample (sample a) for bhcg and the result was 0.13 miu/ml. Two days later the physician questioned the low bhcg result after obtaining a higher bhcg result. The bhcg result for sample b was 124.15 miu/ml. The customer indicated that patient was miscarrying at the time the bhcg test was performed. The physician was expecting a higher bhcg test result. The next day, the customer retested sample a and the bhcg result was 188.97 miu/ml. This value was the physician's expected bhcg value for this patient. There have been no changes to patient treatment that can be attributed to this event.